Event description:
The nurse stated a 3-piece silicone lens model aq5010v split during insertion and the cause of the lens damage was unknown. The lens was implanted and removed without pt injury. An msi-tm injector, lot number 1195829, and the aq cartridge fp, lot number 1195185, were used during surgery.

Manufacturer narrative:
Results - visual inspection of the lens showed the optic was torn and there was evidence of surgical residue. Conclusion - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.